Event description:
It was reported that an ambulance transported customer to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 400 mg/dl range. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer alleged an inaccuracy between the non tandem continuous glucose monitor reading and the bg meter reading and non tandem transmitter expiring not alerting. System check with tandem technical support confirmed that the pump and related supplies were operating as intended and found that the customer changed pump settings. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.